Event description:
Caller alleged discrepant results. Testing for patients a and b were completed within an hour of each other. Customer uses the inratio meter to screen patients that were taken off coumadin to undergo surgery. Target range they use for customer is 1.2 or less.

Manufacturer narrative:
Investigation pending.